Event description:
It was reported that during the implant procedure, the patients oxygen saturation dropped. The physician had to turn over the patients position which made the oxygen level better. The patient was under mac sedation and doing better post operatively. No device was implanted.